Event description:
Facility reported, "long term ventilator support, maintaining circuit temperature at body temperature appears to cause e.t. Tubes to become soft, maleable and kink with pt movement."